Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® acd solution a blood collection tube the tube was cracked. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: "damaged, during use."

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for tube breakage was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of tube breakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode tube breakage. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® acd solution a blood collection tube the tube was cracked. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: "damaged, during use."